Event description:
It was reported that the right ventricular (rv) lead was causing phrenic nerve stimulation which caused discomfort for the patient. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.